Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the guide wire fractured off inside of the patient's body. The lesions being treated were two 80% stenotic, moderately calcified, and 6-7cm in length lesions in the right sfa as well as a 60%-70% stenosis in the proximal popliteal artery. The physician used a 7.0x45 introducer sheath to cross the lesion from a contralateral left groin approach with the tip placed in the distal popliteal artery. He subsequently spun the 2.0 diamondback oad in the popliteal artery at a low speed for 20 seconds, medium speed for 20 seconds, then at 110k rpm for 20 seconds. At this time it was discovered that the tip of the guide wire had fractured and a fragment remained in the distal popliteal artery extending into the tpt and another smaller segment remained in the proximal posterior tibial artery. Successful atherectomy was performed in the mid sfa using a 2.0 diamondback oad. The physician subsequently used a snare device to retrieve the distal popliteal/tpt artery segment of the tip of the wire, but the smaller piece in the right posterior tibial artery could not be retrieved and caused sluggish flow. Further intervention was not performed as the patient had good antegrade flow in the anterior tibial and peroneal arteries and bounding palpable pulses post-procedure and remained stable.

Manufacturer narrative:
Device analysis: the guide wire and fractured spring tip were received without the original oad and cable assembly. The initial visual examination of the guide wire revealed that the distal spring tip coils and support ribbon were fractured. No biological material observed on the guide wire spring tip or shaft. The proximal guide wire solder bond exhibited damage consistent with the driveshaft tip bushing having been spun over the guide wire spring tip. No other damage was observed with the guide wire. At the conclusion of the failure analysis investigation, the root cause of the reported event is contact between the driveshaft tip bushing and the guide wire spring tip, which results in the spring tip coil fracture and proximal solder bond damage. The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported complaint. The device met its material, assembly, and quality control requirements. The device history record for this oad lot number could not be reviewed as the lot number is unknown and the device was not returned for analysis. (B)(4).